Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 1 event was confirmed. One device was found to have missing components. One event was not confirmed. The device was not disassembled but it was starting to come apart. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the devices disassembled. Two reported events had no patient involvement; no patient impact.